Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low impedance, and loss of capture. The rv lead was explanted and replaced. It was also reported the patient experienced severe chest pain and profound bradycardia during which the patient became synchronized and it was noted the implantable pulse generator (ipg) did not appropriately sense and pace. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular (rv) lead exhibited high thresholds.